Event description:
It was reported that the cartridge was not fitting properly onto the pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions or outcomes were documented by technical support.